Event description:
It was reported that the device was alarming "cannot start pump"- occlusion. There was no patient involvement. Evaluation of the returned device identifies the crack on the downstream occlusion (dso) seal. This could fail to infuse the therapy.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed. The cause of the reported issue was due to crack on the downstream occlusion (dso) seal. As a result, the dso seal was replaced. The device passed all functional testing after repair.